Event description:
The consumer and manufacturer representative reported that the patient had been feeling a bad burning pain at the implant site since implant on (B)(6) 2016. The patient felt the burning pain at the pocket site when they walked. The patient felt a burning sensation in the surgical area. The patient went to the e.r. On (B)(6) 2016 and saw their health care provider (hcp) on (B)(6) 2016. The hcp told the patient the implantable neurostimulator (ins) site was not infected. The manufacturer representative had the patient turn their device off and they still felt the burning pain. The patient was still in bed after surgery due to so much pain from the device. The patient was not getting symptom relief. The ins was implanted and out of service and would be replaced in the future, but it was unknown if surgery was planned. The patient was thinking about having the implant removed if it kept causing them so much pain. The patient would have a follow-up appointment with their hcp on (B)(6) 2016. The patient status was alive with no injury, but the issue was not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.